Event description:
The customer reported their client told them that the gastrostomy tube balloon deflates and the balloon has to be filled constantly. The food comes out on several occasions as a result of what happened. Per additional information received, the affected g-tube was replaced with a new one to resolve the issue. As reported: solicito de su apoyo de urgencia, ya que cliente nos comento que de la sonda de gastrostomía de código 8884720247e el globo se desinfla y se tiene que estar llenando el globo constantemente. La comida se sale en varias ocasiones por consecuencia de lo sucedido. English translation: I request your emergency support, since the client told us that from the gastrostomy tube code 8884720247e the balloon deflates and the balloon has to be filled constantly. The food comes out on several occasions as a result of what happened.

Manufacturer narrative:
Additional product code: knt. An investigation is currently underway. Upon completion the results will be forwarded.